Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and found that the evq was not seated properly. The se reseated the evq assembly, performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated an exhalation flow sensor error (evq) message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.